Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable, flashed memory and reloaded the cal files. The system was tested and found to be working as intended and placed back into service,

Event description:
It was reported that the 9800 system shut down during a case. The system was rebooted and the case was finished. There was no report of pt injury.